Manufacturer narrative:
Follow-up #2 to correct PMA/510k# since the previous one was inadvertently entered.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the camera on the mako system would not function and surgeon had to reset arm software twice but accuracy was still within target range. There was a minimal case delay of approximately 3 minutes. The outcome of the case was successful.

Manufacturer narrative:
Reported event: camera - polaris spectra "not passing camera accuracy check". Method & results: -device evaluation and results: device evaluation was performed at the customer site and the camera - polaris spectra event was confirmed. -device history review: not performed as the camera - polaris spectra is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding ndi accuracy checks failure of p/n: 207335 lot #: p7-09789. There have been no other events for the referenced part number. Quarterly trend request #813 has been submitted. Conclusions: the camera - polaris spectra is an OEM device. Upon receipt, the device was reviewed by (B)(4) (engineer, rio robotics) per tsp-0011 camera - polaris spectra and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #813 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the camera on the mako system would not function and surgeon had to reset arm software twice but accuracy was still within target range. There was a minimal case delay of approximately 3 minutes. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the camera on the mako system would not function and surgeon had to reset arm software twice but accuracy was still within target range. There was a minimal case delay of approximately 3 minutes. The outcome of the case was successful.